Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that the patient with this right ventricular lead presented to the hospital with dizziness. Noise, oversensing and pacing inhibition of less than two seconds were observed. It was noted the noise had been present for roughly two years. The field representative would discuss the noise with the physician. The lead remains in service. No adverse patient effects were reported.